Event description:
This posterior chamber intraocular lens was implanted in 1994; the pt experienced a retinal detachment three days after implant surgery, but functioned well with the lens until late in 1995, when he began to have difficulty reading. In the summer of 1997, slit lamp examination showed major anterior displacement of the lens with a thick posterior fibrin capsule. The lens was removed on 08/05/97. The surgeon implanted a replacement lens in the anterior chamber. The pt has recovered well from the secondary surgery; he is not using ophthalmic medications, and the eye is quiet.